Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.9. Second test inr 4.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070614. First test inr = 5.9, second test inr = 4.9. Mean = 5.40; sd = 0.71; %cv = 13.1. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and further testing is not required at this time.